Event description:
The user was reported to the clinic with a sudden decline in understanding with the device for the past 4-5 days due to a reported trauma.the recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the currently available information, a damage to the reference and active electrode due to excessive mechanical stress, caused due to the reported trauma, appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the reference and active electrode due to excessive mechanical stress, caused due to the reported trauma, appears very likely. However, to determine an exact root cause device investigation would be necessary. Currently no information, on possible further steps from the clinic, has been received.

Event description:
The user was reported to the clinic with a sudden decline in understanding with the device for the past 4-5 days due to a reported trauma. No further proceedings are known.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. The investigation results appear to match the high ground path impedance and decreased performance mentioned in the recipient_s report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user was reported to the clinic with a sudden decline in understanding with the device for the past 4-5 days due to a reported trauma. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was reported to the clinic with a sudden decline in understanding with the device for the past 4-5 days due to a reported trauma. The clinic will proceed depending on medels input.